Manufacturer narrative:
The guide wire fractured segment was returned. The remainder of the wire was not returned. Scanning electron microscopy (sem) of the fracture showed the guidewire fractured due to excessive torsional forces. No galling or deformation was found on the fragment. It is hypothesized that the spinning oad driveshaft made contact with the spring tip causing the fracture. This is confirmed per compliant details which states "the entire system jumped backwards into the aorta, and the viperwire spring tip sheared off and remained in the rca.". The root cause of the failure is considered user error. The viperwire instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip at the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for use in a 99% stenosed, focal, tight lesion in the mid right coronary artery (rca). There was some tortuosity proximal to the lesion, but the lesion was located in a mostly straight segment of the vessel. During the first treatment, the oad crown jumped past the viperwire spring tip. The crown was retracted, the viperwire tip remained intact, and the viperwire retracted. The viperwire was re-advanced. During the second treatment, the entire system jumped backwards into the aorta, and the viperwire spring tip sheared off and remained in the rca. The viperwire fragment was retrieved via snare. The procedure was completed with percutaneous coronary intervention (pci), and the patient was doing well following the procedure.